Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that system failed visual inspection as the x-stage covers were damaged with multiple scratches and dents around the docking pin holes. X stage cover was replaced. A full system checkout was performed after part replacement and all tests passed. The cover was returned to the manufacturer for evaluation. After visual and physical examination the cause was determined to be due to physical damage.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the x stage cover was damaged. There was no patient present when this issue was observed.